Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, during colon anastomosis, the stapler was not able to fire. Once the refill was inserted and the instrument was closed on the duodenum, it was not possible to proceed with the suture because the device stopped. They proceeded to use another device to complete the case. There was no patient injury.